Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during peritoneal dialysis therapy on the homechoice device. The patient was connected and in initial drain at the time of the event. The care giver (cg) stated that there was fluid on the table. The cg looked over the bags which were dry and could not find the source of the leak. The tubing of the homechoice cassette was also dry along with the drain bags on the floor. The technical service representative assisted the cg with ending the therapy so that they could open the machine door and visually inspect the cassette. The compartment and the cassette were also found to be dry. There were no liquids on the table or near the patient. The cg was going to have the patient start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Patient's sex was provided, and field was updated to male. Should additional relevant information become available, a supplemental report will be submitted.